Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 400mg/dl. Another blood glucose value was 319 mg/dl. The auto mode feature was inactive at the time of high blood glucose event. The auto mode feature was active at the time of high blood glucose event. Troubleshooting was performed and the customer will continue to use the device.